Event description:
As reported (B)(6) 2015, a (B)(6), female pt presented for an microwave procedure of the liver. A the close of the procedure, when the treating physician withdrew the applicator, it was noted the tip of the needle had fractured off inside of the pt's liver. The fracture off piece of the applicator was successfully removed from the pt. It was reported the pt suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
Returned for evaluation was one used pmta accu2i standard applicator. Visual examination noted that the tip of the applicator was missing. In addition the shaft of the applicator was bent in multiple places. Testing could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip of the applicator detaching is confirmed. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance spec. The results of the device eval will be sent via a f/u medwatch. Complaint # (B)(4).